Event description:
On (B)(6) 2020, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging the patient¿s onetouch ultra2 meter was reading inaccurately high compared to how he was feeling. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged inaccuracy issue began around 10 p.m., on (B)(6) 2020. The reporter claimed that the patient obtained a ¿high reading of 191 mg/dl¿ with the subject device. The patient manages his diabetes with insulin (humalog, dose based on a sliding scale and, 70 units of lantus at night). The reporter stated that at around 9 a.m., on (B)(6) 2020, prior to the obtaining the alleged inaccurately high blood glucose reading, the patient developed symptoms of ¿shaking, sweating¿ and was ¿incoherent¿ which they associated with feeling ¿low¿. The reporter advised that later that evening at around 11 p.m., they treated the patient with glucose gel and soda and, contacted the emergence medical services (ems). On arrival, ems tested the patient¿s blood glucose using their device, reportedly obtained a reading of ¿29 mg/dl¿ and subsequently treated the patient with IV glucose. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device and noted that the reporter did not have control solution to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event and received treatment from healthcare professionals (hcp) for an acute low blood glucose excursion whilst using the subject device. There is insufficient information to rule-out the contribution of the subject device to the event and the requirement for hcp treatment.